Event description:
The recipient is reportedly electing skin flap reduction surgery due to a thick skin flap. Skin flap surgery is scheduled.

Manufacturer narrative:
On (B)(6) 2019, the recipient reportedly underwent flap thinning surgery. The recipient's magnet strength was adjusted. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.